Event description:
On (B)(6) 2014, it was reported by the biomed at the hospital, that the belmont rapid infuser, fms2000, experienced an overheat incident during a case. Light smoke was detected around the heat exchanger.

Manufacturer narrative:
The device was returned for eval. Upon receipt, the fan guards were very dirty, suggesting the unit was not cleaned after each use as stated in the operator's manual. Otherwise, the unit performed according to our specifications. The system shut down due to over temperature, as it is designed to do: whenever fluid from the heat exchanger reaches our specified limit, the system stops pumping and heating, closes off the line to the patient and instructs the user to restart the system with a new disposable. The volume of tubing between the temperature sensor and the pat is 45ml so that none of the over temperature fluid can reach the patient. The disposable was discarded by the user and therefore not returned for eval.